Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis system time was incorrect. A technical support specialist (tss) dialed into the station and corrected the system time. The time was verified to reflect the current and correct setting. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed system time was off and ahead by one hour. As a result, nurses were unable to pull scheduled doses because medications were appearing as overdue, which was impacting timely medication administration and caused delays on medication passes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.